Manufacturer narrative:
The device was received and is in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an air leak in the product packing of five (5) minicaps. This was identified before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The five samples were received for evaluation and an evaluation is complete. The samples were received with the aluminum foil peeled. The packaging was opened at the top. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed on the samples with the naked eye. The reported condition was verified on all five samples. The samples did not meet specification for the reported issue. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.